Event description:
It was reported that the patient's pump was "ready to go through skin" and the patient's skin was breaking down in the area of the pump. The patient's daughter stated the pump had always been "on edge". The pump was revised due to the erosion. The hcp reported the patient outcome as 'no injury'.